Event description:
Pt had routine removal of supra pubic tube in office. Clearly broken upon removal. No difficulty with removal. Kub showed residual tube in bladder. Cysto 48-72 - removal of remaining supra pubic tube remnant.